Event description:
It was reported that the patient was having overstimulation or painful shocking that started over the weekend and a loss of therapeutic effect. Additional information has been requested, and when received, a supplemental report will be submitted.

Event description:
It was noted the patient had spasms.

Manufacturer narrative:
Product ID: 3550-39 lot# n293944, implanted: 2011 (B)(6), product type accessory product ID 355531 lot# n293612, implanted: 2011 (B)(6), product type screening device product ID: 3888-45 lot# v736567, implanted: 2011 (B)(6), product type lead product ID: 3888-45 lot# v736567, implanted: 2011 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: neu_unknown_prog, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).